Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the end of the infusion set (bcv) was attached the end of the PICC, but the rest of the set had come loose and was hanging beside the patient. The admin set was screwed on normally and the nurse didn´t notice anything odd. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D9: date returned to mfg 1/3/2024 one sample was returned for evaluation. Visual inspection revealed the valve was missing at the end of the tubing set. The failure mode of missing component was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.